Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance. Physician communication ((B) (4) 2009).

Event description:
It was reported that the pt experienced return of symptoms with increased baseline pain. An alarm was heard and also confirmed by telemetry. A low battery reset had occurred; pump was in safe state. The hcp planned to replace the pump. Additional info has been requested, a follow-up report will be sent if additional info becomes available.